Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a total hip endoprosthesis (tep) procedure on the left hip. The esu was used with an erbe nessy omega neutral electrode (ne, part number 20193-082, lot number: information not provided). The ne is also referred to as a return electrode, patient pad, dispersive electrode, patient plate, etc.). No information was provided regarding any of the other accessories used in the operation. Also, the esu settings used were not provided. After the procedure, a skin lesion with blistering and redness was discovered under the edge of the neutral electrode. No information was provided regarding if any treatment was given to address the necrosis.

Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the involved neutral electrode was disposed of after the procedure and therefore, it was not available for an examination.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are working properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. There were many factors involved with the reported event. The unit's chronological log revealed that during the procedure, there were three (3) n-a-191 messages displaced on the screen of the esu as follows: "an increased temperature under the neutral electrode is possible! Activate as briefly as possible. Reduce the effect setting if the situation permits". Upon each message, there was a warning tone. Additionally, the log revealed that the relative duty cycle was slightly exceeded during 3 long periods of activation. These factors indicate that the neutral electrode may not have been fully attached to the patient's skin and/or there was possibly excessive heat under/around the patient pad. The involved circumstances most likely resulted in the thermal lesion. There are warnings in the esu's user manual that address the risk of pad burns and provide mitigation measures to minimize the possibility of burns. No trends have been identified and erbe USA, inc. Is now closing the file on this event.